Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# i0a66, mfd. 08/07/14, expires 2019-08, (B)(6); 2nd (inferior): ifuse implant, p/n 7040-90, lot# 343338, mfd. 04/06/15, expires 2020-04, (B)(4).

Event description:
The patient's initial si joint pain resolved following si joint arthrodesis in (B)(6) 2015. The patient later presented to a different surgeon with mild si joint irritation complaints. The new surgeon made the determination of lucency around the implants. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the implants. The implants were solidly fixed in bone and required considerable effort using chisels to remove them. The surgeon added new hardware and bone graft to the explant voids. The status of the patient following the revision surgery is not yet known.